Manufacturer narrative:
A gambro technician performed a functional check and ran a simulated treatment on the prismaflex® control unit and confirmed it was operating according to specifications. The analysis of the treatment data downloaded from the prismaflex® control unit does not indicate any deviations or malfunction. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event.

Manufacturer narrative:
The following information is incorrect and removed: "according to the operator¿s manual a cannulated fistula shall be visible for repeated inspections during ongoing treatment".

Event description:
A patient in (B)(4) was undergoing crrt on a prismaflex® control unit. The filter set was connected to the patient¿s av fistula via 16 gauge needles that were secured with bandages. The patient was agitated and when the nurse was out of the room, he pulled the venous needle out of the fistula resulting in an estimated blood loss of 1.5 liters. The nurse returned to the room in response to an alarm from the heart monitor and found the venous needle dislodged from the fistula. Treatment was immediately stopped and the blood in the extracorporeal circuit returned to the patient. The patient was transfused with three units of blood. The data file from the prismaflex® control unit shows there were no abnormalities or pressure variations in relation to the event. The pressure drop remained within the parameters therefore, the machine did not generate either the ¿return pressure drop¿ or the ¿return disconnection¿ alarm. Contrary to the hospital¿s clinical practice, the patient¿s av fistula was fully covered. The operator¿s manual states a cannulated fistula is to be visible for repeated inspections during treatment.